Manufacturer narrative:
Block a2-a5: patient information added. Block b6: relevant tests added. Block d10: concomitant devices added. Block e4: updated from unk to no. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is czech republic. Block h6: based on the device evaluation, the exposed kapton resulting in a sharp edge, was traced to the manufacturing process due to insufficient adhesive. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic coronary procedure. After first use, an error message appeared, "catheter fault detected. Please disconnect and reconnect the catheter or plug in a new catheter and then press the retry button. If the problem persists shut down the system and contact volcano field service." The catheter was not recognized by the system; attempts to reconnect were unsuccessful. Another device was used to complete the procedure. No patient injury reported. During the product return evaluation, insufficient adhesive on the proximal fillet was observed. This exposed the kapton, resulting in sharp edges of non-malleable material. This product problem is being submitted due to sharp edges observed. There is a potential for harm if the malfunction were to recur.